Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the last 6 months patient fell and everything changed, developed psychosis. The patient also experienced loss of therapeutic benefit. It was noted that change in therapy/symptoms was sudden. The family member reported that they noticed a change when patient as caring for his spouse and they had reprogramming session and that helped. The family member reported that overall the device greatly improved the patient's quality of life. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.